Event description:
It was reported that during the procedure, the analyzer was unable to measure the lead sensing and pacing parameters with the atrial channel. The ventricular cable was used to complete the atrial lead measurements. The issue remained with using different cables. It was also reported that the programmer screen was broken. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the touch screen was broken. It was also noted that the left keyboard hinge was broken and the printer was almost out of paper. (B)(4): analysis could not duplicate the initial report, no anomalies were found, the analyzer is fully functional.

Event description:
It was reported that during the procedure, the analyzer was unable to measure the lead sensing and pacing parameters with the atrial channel. The ventricular cable was used to complete the atrial lead measurements. The issue remained with using different cables. It was also reported that the programmer screen was broken. No patient complications were reported as a result of this event.